Event description:
On (B)(6) 2013, the pt called tech services. The pt's husband was trying to set up cycler and it kept alarming 'm37 pt pressure not constant' warning in set up procedure. During this call, the pt's husband reported the pt spent one month in the hospital due to fluid build up issue (related with cycler) and the pt had an unk bypass surgery. Pt is back at home, she's feeling well and was able to start set up without any further issues. The MFR has contacted the pt and clinic to obtain medical records and additional information. Medical records have not been received to date of this writing. The clinic peritoneal dialysis nurse verbally reported pt was discharged from the hospital to a rehab unit and was readmitted to the hospital (B)(6) 2013 but did not provide an admitting diagnosis. Upon further follow-up, another nurse reported pt was hospitalized for a pseudomonas peritonitis event and had her pd catheter taken out. Pt currently doing in-center hemodialysis.

Manufacturer narrative:
The MFR has not received medical records, the cycler or treatment data sheets as of this writing. A supplemental MDR will be filed to report additional information and clarify this report.